Manufacturer narrative:
The olympus technical assistance center (tac) found that they are using the provation on this unit and they can see the image on the provation system fine. The customer discovered that the sdi cable that goes from the cv-190 to the monitor was not secure. Once this was secured, the image appeared with no issues. The customer then reported that they are getting the e316, peripheral error, on the monitor. It was discovered that they were connecting the wrong peripheral to the adapter port. The technician onsite checked the connections and settings. Tac helped the customer remove the patient demographic information on the screen and re-assigned the scope buttons. The system is operating as requested and the device will not be returned. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the evis exera iii video system center was not producing an image. The issue was found during preparation for an unidentified procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, a definitive root cause of the sdi cable not being secure from the cv-190 to the monitor could not be identified. The event can be detected/prevented by following the instructions for use which state: (chapter 3 installation and connection 3.1 precautions for installation and connection caution p29) properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor field performance for this device.